Event description:
Malfunction alarm was reported, but there was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump while being advised to call back if the issue reappeared.